Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an unexpected post operative refractive outcome in the right eye of a patient with best corrected visual acuity was greater than two lines and observed similar signs of ectasia with myopic astigmatism after lasik surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. According to local clinical application specialist the result could be related to the fact that a high ablation was performed, however a root cause could not be concluded. The root cause for the reported event could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient experienced corneal ectasia with best corrected visual acuity was greater than two lines after lasik surgery.